Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the melted wire smell in this arctic sun unit. Per review of wo on 26dec2024, device was used on patient. No patient was hurt. Replaced another unit to continue temperature management. Per follow up information received via task on 26dec2024, the device would be sent back to dymax, us. The issue was not yet resolved.

Event description:
It was reported that the melted wire smell in this arctic sun unit. Per review of wo on 26dec2024, device was used on patient. No patient was hurt. Replaced another unit to continue temperature management. Per follow up information received via task on 26dec2024, the device would be sent back to dymax, us. The issue was not yet resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a charred connection on power inlet module and cca ca card. The device was evaluated upon receipt. Electrical connections on power inlet module and cca card are charred. Replaced power inlet module and cca card. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. Di format updated with available product information per gudid. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.